Event description:
Customer reported a system lock-up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and could not reproduce the reported problem. Ge rep reports that the customer's facility has had problems in the past with its power system. System operates as intended.